Manufacturer narrative:
The device was not returned for analysis as the device remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review information from pi or review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) while the patient had a fever from a non-device related infection. It was noted that the therapy has been turned off. Technical services (ts) reviewed the reports and provided programming options. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) while the patient had a fever from a non-device related infection. It was noted that the therapy has been turned off. Technical services (ts) reviewed the reports and provided programming options. The device remains in use. No additional adverse patient effects were reported.